Event description:
The device was explanted in early 2009 and returned to the manufacturer with no information. The reason for removal was not noted. Additional information received indicated the event was attributed to the pump. Operative notes provided indicated, the patient was a male pt with a history of spasticity due to cerebral palsy and had a baclofen pump in place. The patient also has a ventriculoperitoneal shunt. The patient had fluid collecting around his pump, and a questionable area of infection on the incision. Therefore, due to multiple shunt problems and infections, in the past, it was felt the entire shunt hardware should be removed to prevent infection from spreading to his shunt or csf space. The abdominal incision was opened and the pump exposed. There was cloudy fluid surrounding the pump and some fatty necrosis. Fluid was sent for gram stain and culture/ the catheter and pump were removed. Some edges were debrided. There was no evidence on the abdominal incision of distal shunt catheter. The wound was irrigated with antibiotic irrigation, inspected for hemostasis, and closed. There were no complications. The drug used in the pump was compounded baclofen. No other patient symptoms were noted. The patient recovered without sequela.

Manufacturer narrative:
Both the pump and catheter were returned for analysis. Final device analysis results of the pump revealed - no anomaly found. Normal device function. Results code used for catheter: final device analysis results of the catheter revealed - pump connector anomaly. The catheter was returned with a 7.7 cm proximal piece including the pump connector and strain relief sleeve to the pin connector to 14.5 cm distal segment. The pump connector showed the characteristic of having been improperly installed such that the pump dispensing tip was occluded by the pump connector material. Inspection of the inside of the pump connector under a microscope showed an indentation and a deformed lumen. All other testing was normal.